Event description:
The customer contacted stryker to report that their device did not deliver a shock and unexpectedly shut down during a cardioversion. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. It was determined that the cause of the issue was that a watchdog (wdog) reset occurred. The device software was updated to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the reported issue. The device is being sent to the product assessment center for further evaluation/ stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver a shock and unexpectedly shut down during a cardioversion. This issue is patient related; however, there was no adverse event reported.